Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the video processor exhibited no image due to defective printed circuit board. There were no reports of patient involvement.

Event description:
It was reported that the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/20/2024. Corrected fields: b5, d5, d8, e1, g2, e2: (leave blank), and e3: (leave blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it was concluded that the lack of an image had occurred due to a failure of the printed circuit board. Therefore, it was presumed that no image had been displayed due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.